Event description:
A medtronic representative reported that, while in a tumor resection procedure the inav camera was tracking intermittently, then stopped working. The camera was repositioned, spheres cleaned and verified correct camera position. One of the camera lenses was covered up and navigation continued. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative, following-up at the site, replaced the camera power/communication cable. Testing at the site, the instrument tracking process was improved. Suspect device is not expected to be returned to manufacturer for evaluation. Not returned to manufacturer.